Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis incident.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis with culture positive for a gram negative organism in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported the following. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. The patient was treated with gentamycin (dose, route, frequency not reported). The patient was recovering. Dianeal therapy was ongoing. The nurse believed the event was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10k29039 h11e09049 h11f01101 and h11f20093 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or user error was identified. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.